Event description:
Customer reported that she received an error 6 message on her precision xtra blood glucose meter, was unable to test and she stated her "blood pressure went up and her feet swelled up". She was taken to a local hospital's and was admitted for observation. While in the hospital she states she was treated with blood pressure medication, oxygen and insulin. However, there was no diagnosis of hypo/hyperglycemia reported. There was no report of death or permanent impairment associated with this case. Note: the test strips reported by the customer were expired at the time.

Manufacturer narrative:
The product has been requested for investigation and a follow-up will be submitted once results are available.